Manufacturer narrative:
Details: the consumer using the aerosol compressor irc1705, sn (B)(4) when the tubing allegedly melted and burned. Evaluation: RMA (B)(4) has been issued for the product return. The product has not been evaluated as of this MDR submission. Risk: due to having no product returned the root cause is unknown and the risk assessment cannot be determined as of this MDR submission. Summary: an historical query in trackwise for model irc17*showed 25 records with no mdrs related to melted or burnt tubing since (B)(4) 2008. A CAPA review could not be done due to no root cause determination of the melted or burnt tubing on the irc17*models. There have been no recalls for melted or burnt tubing on any aerosol compressors including irc17* models. Conclusion: the customer has been provided a replacement aerosol compressor. Due to no root cause determination no capas or recalls have been initiated.

Manufacturer narrative:
(B)(4).

Event description:
The consumer was using the unit and the hose allegedly melted and burned. No injury is alleged.

Event description:
The consumer was using the unit and the hose allegedly melted and burned. No injury is alleged.